Event description:
As reported: primary catheter inserted in direction of target. Microcatheter was advanced to target area through primary catheter. Prior to coil in question, a 10cm hydropack was successfully deployed to target area. Coil in question was flushed in standard fashion by scrub tech. Doctor placed coil introducing sheath next to proximal portion of microcatheter. Tech noticed resistance upon insertion and conferred with doctor. Doctor decided it would be best to remove coil to inspect. Coil was not in standard shape upon inspection, coil breakage was suspected by the doctor. A new 35cm hydropack was opened and successfully deployed. Other hydropack coils inserted and successfully deployed afterwards. Successful gda embolization as per doctor after angiography performed. A seal was used for right common femoral closure. Patient stable post procedure. Procedure performed: gda embolization via right common femoral artery

Manufacturer narrative:
Items returned for evaluation: -pusher; -implant; -introducer. Items not returned for evaluation: -microcatheter. The visual analysis of the returned device found that the implant was not attached to the pusher, and the pusher was kinked at the distal section. The implant was returned stretched, entangled, and separated from the pusher. The investigation found that the pusher's monofilament was broken, which indicates that the device experienced a tensile break. The investigation of the returned coil system found the pusher kinked at the distal section, and the implant stretched, entangled, and separated from the pusher; however, no indications of activation using a detachment controller was found on the pusher heater coil. The investigation found the pusher's monofilament with a tensile break shape at the tip, which is consistent with the device experiencing force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification. The microcatheter used in the procedure was not returned for evaluation, so the investigation could not determine if it had caused or contributed to the reported complaint.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has been returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
As reported: primary catheter inserted in direction of target. Microcatheter was advanced to target area through primary catheter. Prior to coil in question, a 10cm hydropack was successfully deployed to target area. Coil in question was flushed in standard fashion by scrub tech. Doctor placed coil introducing sheath next to proximal portion of microcatheter. Tech noticed resistance upon insertion and conferred with doctor. Doctor decided it would be best to remove coil to inspect. Coil was not in standard shape upon inspection, coil breakage was suspected by the doctor. A new 35cm hydropack was opened and successfully deployed. Other hydropack coils inserted and successfully deployed afterwards. Successful gda embolization as per doctor after angiography performed. A seal was used for right common femoral closure. Patient stable post procedure. Procedure performed: gda embolization via right common femoral artery.